Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). The procedure began with the engagement of a 3.5 6f ebu guide catheter, and the lesion was successfully crossed using a non-boston-scientific guide wire. Pre-dilatation was performed with a 2.50 mm x 15 mm nc quantum apex balloon. A 3.50 mm x 48 mm synergy stent was advanced to the lesion, deployed, and post-dilated with a 3.50 mm x 15 mm non-compliant balloon catheter at 12 atmospheres. Following stent deployment, a non-flow limiting type a dissection at the proximal edge of the stent was observed in the lad ostium. To address this, an additional 3.50 mm x 16 mm synergy stent was deployed. The procedure was completed, with no complications reported. The patient remained stable, fully recovered and no hemodynamic changes were noted.